Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the lcsc1 instrument locked out. The surgeon did the following in attempt to alleviate problem. The he regrasped tissue and had a solid tone. He cleaned the blade with 4x4 and still had a solid tone. Then he cleaned blade with saline and still a solid tone. Reassembled blade system and had solid tone. A new lcsc1 was used to complete the case. There was no consequence to the pt.